Event description:
A falsely elevated troponin I result of 5.22 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was tested again on the same instrument and a result of 0.12 ng/ml was obtained. The same sample was retested on an alternate methodology and a negative result (no data) was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument by a dade behring field service rep indicates that the most likely cause for the falsely elevated troponin I result is misaligned cuvette film in instrument.